Event description:
A pt reported experiencing inaccurate low results with an ot basic enhanced meter. The pt's blood glucose results were 11mg/dl, 131mg/dl. Tests were done 10 minutes apart with a difference of 106mg/dl. Pt did not experience any adverse events. No further info has been reported.